Event description:
It was reported that the original intraocular lens (iol), model dib00 23.0d, was explanted from the patient's right eye due to residual astigmatism. Impact to the patient was provided as blurry far vision. A different model lens (diu150 23.5d, toric eyhance was implanted as the replacement iol. There were no further medical or surgical intervention required. Patient was doing fine when discharged. Visual acuity (va) readings observed as 20/40 pre-initial implant, 20/40 post-initial implant, 20/70-1 post-replacement iol (diu150 23.5d). Visual acuity got worst post replacement iol. The lens remains implanted. No further information was provided. This report is being filed against the diu150 lens as va is worse than expected. There is no reportable event against the original dib00 lens.

Manufacturer narrative:
Explant date: not applicable, as lens remains implanted. Phone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.